Event description:
This is an adverse event occurring in a pt with a barrett's esophagus containing high-grade dysplasia who was enrolled in the (B)(6) registry. Initial treatment was provided using focal ablation. Two months later at f/u, a mild stricture was noted and dilated successfully with a balloon. The pt was not reporting symptoms of dysphagia at that time. The stricture was dilated empirically with a balloon without complication. Per the physician, event severity was mild, relationship to device procedure possible, and there was no device malfunction.

Manufacturer narrative:
Follow up # 1/supplemental report text (B)(4) 2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because other message was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.